Event description:
It was reported that the patient reported poor, less than 50%, pain relief. A pump study was done on (B)(6) 2013 and cerebral spinal fluid (csf) could not be drawn. A revision was performed and csf was withdrawn via the catheter access port (cap) after the pump was removed from the pocket. A new catheter was implanted. There was no patient injury reported. This device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the catheter noted the catheter was returned in segments. A non-significant indent was seen in the cup of the sc ( suture less) connector. It was determined to be non-significant because not enough of the indent was located in the silicone seal down in the sc cup and therefore did not meet the criteria for occlusion. The dispensing holes were inspected prior to decontamination and no material was noted in the dispensing holes. Both segments were patent when tested and did not show any leaks. The allegation was not verified in lab testing.